Event description:
The healthcare professional reported that during an endovascular embolization procedure, the complaint coil, a 3mm x 8cm orbit galaxy complex xtrasoft coil (640cx0308 / 30494093) was not framing the target successfully. The physician retracted the coil and replaced it with a new one to complete the procedure. The microcatheter was not replaced. Here was no report of any patient injury. On (B)(6) 2022, additional information was received. The information indicated that the lot number of complaint coil is (B)(4). The target lesion was on the middle cerebral artery (mca). There was no difficulty positioning the coil in the target site; there was difficulty in getting the coil to conform to the aneurysm wall. The information indicated that the coil could not be conformed to the aneurysm. When the coil was removed, it was still attached to the delivery system; it was not stretched nor damaged when it was removed. The complaint coil was the first coil used. It was used with the echelon¿ 10 microcatheter (medtronic), which was also used to complete the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). D.2b: procode is krd/hcg. The initial reporter phone: (B)(6) the initial reporter email address was not available / reported. [Conclusion]: the healthcare professional reported that during an endovascular embolization procedure, the complaint coil, a 3mm x 8cm orbit galaxy complex xtrasoft coil (640cx0308 / 30494093) was not framing the target successfully. The physician retracted the coil and replaced it with a new one to complete the procedure. The microcatheter was not replaced. Here was no report of any patient injury. On (B)(6) 2023, additional information was received. The information indicated that the lot number of complaint coil is 30494093. The target lesion was on the middle cerebral artery (mca). There was no difficulty positioning the coil in the target site; there was difficulty in getting the coil to conform to the aneurysm wall. The information indicated that the coil could not be conformed to the aneurysm. When the coil was removed, it was still attached to the delivery system; it was not stretched nor damaged when it was removed. The complaint coil was the first coil used. It was used with the echelon¿ 10 microcatheter (medtronic), which was also used to complete the procedure. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30494093) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.